Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient had not received lowback stimulation since implant. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 wherein a new lead was implanted to provide low back coverage. Effective stimulation was restored following the procedure.